Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during a procedure performed fifteen days prior (patient age, gender and weight are unknown). According to the complainant, the stent was extremely difficult to deploy. When deployment was forced, the guidewire became stuck in the catheter, which caused the catheter to buckle and split.

Manufacturer narrative:
Although the complainant had indicated that the suspect device was being returned for evaluation, it did not return. The device evaluation was not performed; the cause of the reported malfunction is undetermined.